Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the device would not stop activating during an unknown procedure. It was unknown how the procedure was completed. No patient consequence.

Manufacturer narrative:
(B)(4). Batch #m91024. The device was received with skiving of the heat shrink (shaft cover) material. All of the heat shrink material appeared to have been returned. The device was mechanically tested and no anomalies were noted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No continuous activation occurred at any time during functional testing as reported in the event description. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. The batch history records were reviewed with no anomalies noted during the manufacturing process.